Event description:
On (B)(6) 2008, a gore-tex stretch vascular graft was implanted in a bypass procedure. The procedure was performed in the patient's left leg, from a previously implanted graft (unknown manufacturer) to above-knee popliteal artery. Indication for treatment was arterial thrombosis. During the implant procedure, a left femoral graft thrombectomy was performed (left limb of right axillary bifemoral, left common femoral artery graft - superficial femoral artery). Within one month post-implant (exact date unknown), patient presented with an occlusion. A distal vein bypass to artery was performed.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.